Event description:
A malfunction alarm was reported with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.